Event description:
Per the audiologist, in 2007, the pt reported consistent, uncomfortable, loud noises with the cochlear implant system. The pt reported that stimulation of electrodes 18 through 22 caused very loud noise. Deactivating these electrodes in the sound processor program eliminated the noise for a time. Results of an integrity test done on a week later, were consistent with normal receiver/stimulator function. In 2008, the pt reported noise and pain around the implant site. The pain occurred with and without device use. The pt's device was explanted in the same month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.